Event description:
It was reported that the patient could not use an artificial urinary sphincter (aus) leading to a revision surgery in which the existing cuff and balloon were replaced. There were no adverse events to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient could not use an artificial urinary sphincter (aus) leading to a revision surgery in which the existing cuff and balloon were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff component. Visual and microscopical inspection of the balloon did not identify any anomalies and no leaks were identified in the balloon. Upon functional testing, the balloon passed functional testing and performed within product specifications. The device performance allegation could not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.